Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00873. It was reported the patient wanted more right eye coverage from her supra-orbital leads (off label use). Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016, where her lead was repositioned. The patient is now receiving effective stimulation coverage.